Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) /2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was not able to be removed from the pump. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/23/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/09/2014 with the following findings:there was no damage observed to the battery compartment. The returned battery cap threads were found to be stripped/damaged. The returned battery cap was not able to be tightened securely to the pump. A test battery cap was used to complete the investigation. No pump defects were found.